Event description:
It was reported that the pump could not be charged. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin delivery and a replacement pump was sent to the customer.